Manufacturer narrative:
The device was discarded by the user facility, therefore; the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents could not be performed since a correct lot number was not provided. A two-year review of complaint history revealed no other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence (B)(4) percent. A risk analysis was performed and found this failure mode and occurrence level to be consistent and acceptable with current risk documents. The instructions for use advises the user of the following warnings and contraindications. Physical conditions that would eliminate, or tend to eliminate, adequate implant support or retard healing. Foreign body sensitivity, known or suspected allergies to implant and/or instrument materials. Patients with active sepsis or infection. Detailed instructions on the use and limitations of the device should be given to the patient. The patient should be told to follow the surgeon's protocol for postoperative management. Remove items from sterile package using aseptic technique. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that post y1802 y-knot implantation for a meniscus repair, which took place on (B)(6) 2017, the patient suffered an infection in the implant site about 3 weeks post procedure. The patient required the surgical area to be washed and the removal of the implant on (B)(6) 2017. After the re-operation, the patient is recovering. This report is being raised on the basis of a reported patient post-surgery infection and re-operation.

Manufacturer narrative:
Changing statement "a review of the manufacturing documents could not be performed since a correct lot number was not provided" to "a review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture" since reporter provided photographic confirmation of lot number for the reported device.